Manufacturer narrative:
The insulin pump had no blank display or software error alarm noted. The pump had all operating currents within specification. The off no power alarm functions properly. The pump passed the displacement, rewind, basic occlusion, and prime and self-test test. The pump was received stuck in motor error loop during bolus/basal delivery and encoder error alarm confirmed in history file. There was no motion sensor test failure alarm noted. The motor was tested and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The pump had a scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, motor position encoder error alarm, software error, and blank display. The blood glucose at the time of the incident was 326 mg/dl. The customer states that 3 days prior the insulin pump went blank and deleted all the settings and now after changing the set it alarmed motor error. The customer states the blood glucose was elevated, because he ran out of insulin and was changing the set. He treated for the blood glucose level with manual injections. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error, motor error, software error, and blank display. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.